Event description:
It was reported the tip of the treratola broke off during a procedure. The tip was able to be snared and retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Additional information received indicates "patient was discharged without increased level of care." No patient injury reported. It was also reported that "declot of av fistula was interrupted as the tip of the trerotola device broke off and needed to be retrieved. After the tip was retrieved procedure was completed.". The customer returned one 5fr ptd catheter and lidstock for investigation. Signs of use in the form of dried biological material were observed. Visual examination revealed that a portion of the pebax tip was separated from the ptd basket. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. It was also observed that the pebax tip was slightly twisted and stretched. All the basket wires were intact and secured within the basket connectors. The total length of the pebax tip (added two separated ends together) measured to be 0.6406" which is not within the specification limits of .5156"-.5626" per the basket wire graphic; however, it can be concluded that the twisting/stretching of the pebax tip resulted in the component to measure out of specification. The pebax tip outer diameter (in an area not affected by the twisting/stretching) measured .052" which is within the specification limits of .052"-.054" per the basket wire graphic. The sample was functionally tested in accordance with the instructions for use "unlock and slide side arm from slot no. 1 to slot no. 2. Lock into place. The outer cover catheter will be retracted to expose the basket. This is the deployed position used to treat thrombus in graft/fistula". The ptd catheter was functionally tested with a lab inventory ptd rotator. Little to no issue was detected as the basket wires appeared to rotate as intended. The ptd basket wires were able to retract and deploy out of the catheter with little to no issue. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "the ptd device is not for use in stents." It also instructs the user, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." The IFU warns, "keep exposed portion of ptd catheter straight at all times to aid in successful basket deployment. Potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm). Do not advance ptd catheter forward during activation.". The customer report of a separated ptd basket tip was confirmed by complaint investigation of the returned sample. A portion of the black pebax tip was separated from the basket assembly. The sample did not meet all dimensional requirements due to the stretching/twisting of the defective component. Despite this, the sample passed all relevant functional testing. A device history record review was performed, and no relevant findings were identified. Further investigation of this issue will be conducted under a CAPA. The CAPA root cause has been determined to be manufacturing (molding). Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the tip of the treratola broke off during a procedure. The tip was able to be snared and retrieved.